Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer initially reported the insulin pump not changing dates during reservoir changes. During troubleshooting the customer reported that the insulin pump's history was not accurate, having failed to record the details of insulin delivery. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. Nothing further reported, no blood glucose values.